Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and dirt was unable to be identified and the root cause was unable to be determined as to why it remained. The event can be prevented by following the instructions for use (IFU): "IFU includes the detection method in gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection. IFU includes the preventive measures in gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was reported that the customer completes the reprocessing steps in accordance with the instructions for use. The customer does not delay pre-cleaning and uses a brush during cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle, the bending section cover had clotting protein on it, and the connecting tube was dirty. The customer's originally reported issues of low angulation and inability to bend in the up direction were confirmed. The following additional findings were also noted: suction volume and water removal ability do not meet the standard values due to a shaved scope cylinder and the clogging of the nozzle respectively, various scratches, dents, detached bending section cover, wear of the angle wire, knob play, shaved forceps channel port, and knobs and grip dirty. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that, during reprocessing of their gastrointestinal videoscope device, it was discovered that the up angulation was insufficient and not working. Upon inspection and testing of the returned unit, foreign material was found in the device nozzle, the bending section cover had clotting protein on it, and the connecting tube was dirty. The foreign material in the nozzle was noted to be ocher in color, and could not be identified. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.